Event description:
It was reported that during a lobectomy procedure, the external cylinder broke when the device was removed. The broken piece was retreived. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.